Event description:
It was reported that this programmer's touchscreen was unresponsive. The field representative was able to power cycled the programmer for three times and still the touch screen remained unresponsive. Boston scientific technical services (ts) then instructed to power down and leave the programmer sit for a while and then attempt to turn it on. The field representative was able to do so and when the programmer was powered back on, the touch screen worked. As of this time, this programmer remains in service. No patient involvement.